Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open small bowel resection, a linear stapler was used to create a common channel anastomosis. The initial preload functioned without issue. Two subsequent reloads were then used. One of the reloads fired and functioned as expected with no issue. However, during the final firing using the second reload, the knife blade did not fully retract into the white safety guard when the black firing handle was retracted after completion of the stapler firing sequence. The affected reload remained in the stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the thumb pusher and knife blade were not fully retracted. The sulu (single use loading unit) was fully applied. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. During functional testing, the thumb pusher and knife blade were fully retracted. The sulu was reset and loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The firing knob advanced and retracted without difficulty. The knife cut completely and cleanly and the pushers advanced. The knife blade retracted into the interlock. It was reported that there was difficulty to retract the knife blade and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of ti ssue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu ta bs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. R emove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open small bowel resection, a linear stapler was used to create a common channel anastomosis. The initial preload functioned without issue but it was noted that the reload remained in the stapler. Two subsequent reloads were then used. One of the reloads fired and functioned as expected with no issue. However, during the final firing using the second reload, the knife blade did not fully retract into the white safety guard when the black firing handle was retracted after completion of the stapler firing sequence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown). Gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.